Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with a pump reset. The issue did not recur after resetting, and the customer was advised to continue using the pump and to call back if any further malfunctions occurred.